Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an additional reportable finding: noise showing on image due to faulty ccd (charged coupled device). Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is random component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the subject device had a cut in the cord. There was no patient involvement.